Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. The device remains implanted and therefore no evaluation can be performed. A review of the manufacturing records indicated the lot met pre-release manufacturing specifications. The information reported in the complaint, including a report from third party lab, does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Reportedly on (B)(6) 2021, this patient underwent an endovascular repair of a thoracoabdominal aneurysm iii which was treated with a fenestrated and branched stent graft component (zenith® t-branch® thoracoabdominal endovascular graft, cook medical). During the procedure planning, it was determined that the celiac trunk, superior mesenteric artery, right and left renal artery will be incorporated in the fenestrated and branched endograft. Three gore® viabahn® vbx balloon expandable endoprostheses (viabahn® vbx device) were implanted in the celiac trunk, superior mesenteric artery and right renal artery. Reportedly, the whole procedure was uneventful, aortic access was successfully gained, device deployed as intended, catheters were successfully removed and the patency of the devices were confirmed at the end of the procedure. The patient received an additional antiplatelet medication during the procedure. According to reports, on (B)(6) 2022 during a follow-up visit a cta was performed and stenotic narrowing of the superior mesenteric artery's lumen between 25% and 50% was discovered. Reportedly on (B)(6) 2021, a surgical endovascular reintervention was performed and device patency was confirmed by the end of the procedure.

Manufacturer narrative:
C1: heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: corrected imdrf code.